Manufacturer narrative:
The hospital calibrated the unit to resolve the reported issue. No further information provided. H3 other text : the hospital calibrated the unit to resolve the reported issue. No further information provided.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.